Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open at the distal end. The patient was undergoing a procedure for flow diverter treatment of an unruptured saccular aneurysm of an ophthalmic artery segment. The distal landing zone was 4.0mm and the proximal landing zone was 4.8mm. Vessel tortuosity was severe. Dual antiplatelet treatment was administered but pru level was not available. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The phenom microcatheter passed the aneurysm without issue despite the tortuosity of the patient's vessel. When about 70% of the pipeline stent was unsheathed, it did not open at the distal end. The pipeline was resheathed and deployment reattempted, again without success. After attempts to open the pipeline failed, the physician decided to removed the pipeline for safety. It was noted the pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed 2 or less times. No additional steps or devices were tried. The pipeline was resheathed and removed with the microcatheter. The pipeline was replaced to complete the procedure. There was no harm or injury to the patient. The event did not extend the patient's hospitalization. No additional medical or surgical intervention was required. Ancillary devices: neuron max 088 sheath, traxcess 014 guidewire, phenom microcatheter (model: fg15150-0615-1s, lot: jl21-024).